Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley at the crimp slot. Failure analysis found the primary failure of the broken bipolar yaw pulley to be related to the customer reported complaint. A broken piece is missing as a result of the breakage. The size of the missing piece is approximately 0.04¿ x 0.03¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The damage allowed the cable crimp of the grip cable to dislodge from its slot, contributing to the non-intuitive motion. The cable crimp was no longer seated inside the pocket. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of conductor wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. An electrical continuity test was performed and passed. The root cause of the dislodged conduct wire is attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps stopped moving after folding 90 degree and error "remove the instrument" message was populated. The customer couldn't remove it because it stopped working. After all, the customer should use the instrument release key (irk) to remove but the issue persisted. The customer completed the procedure with a laparoscopic instrument. No fragment fell inside the patient. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. It was unknown what surgical task was being performed when the issue occurred, but the issue did not occur after a system fault. There was no unexpected tissue removal nor bleeding as the jaws were not stuck on tissue when the issue was identified. The customer couldn¿t remove the instrument with the instrument release key (irk). The instrument was still folded, so they removed it with the laparoscopic instrument. After removing from patient by using laparoscopic instrument, the customer removed it from the cannula by using irk successfully. The wire was found loosen. The procedure was completed robotically with no report of patient injury. No photographic images of the device(s) or a video recording of the procedure were available for isi review. The asian patient is 77 years old and weights 67.3kg.